Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtbb1d1 device, implanted: (B)(6) 2015 the initial reported event of infection was received on 11-may-2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on 08-jun-2018 and revealed the patient experienced enterococcus bacteremia with lead vegetations observed. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. Additional information was received, which indicated the patient experienced enterococcus bacteremia with evidence of lead vegetations on transesophageal echocardiogram (tee). No further patient complications have been reported as a result of this event.